Manufacturer narrative:
The device has been received for analysis. Upon completion of analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that this lead was not successfully implanted due to heart wall perforation and the helix would not extend after repositioning. Moreover, the physician had performed pericardiocentesis. This lead was never in service. No additional adverse patient effects were reported.